Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via merlin@home transmission. Upon review of stored electrogram, the patient's implantable cardiac monitor exhibited inappropriate atrial fibrillation episodes due to diagnostics issue. It was also noted that the ventricular intervals were irregular due to some premature ventricular contractions and irregular atrial rated. Programming changes were discussed but not made. The patient will continue to be monitored via the merlin mobile application. The patient was stable.